Event description:
Reporter alleged passing out and being treated by paramedics due to inaccurate results from the blood glucose monitoring device. Reporter stated device result was 284 mg/dl and compared that reading to a different device which measured 140 mg/dl. Reporter indicated dosing insulin based on both test results and passed out soon afterwards. Reporter stated paramedics device result was 22 & 26 mg/dl and treated him with glucose. Reporter indicated no controls were used. A request was made for the return of the suspect device and replacement product was sent.